Event description:
A customer reported a system message multiple times during a procedure. The system was rebooted and the surgery was continued. However, the surgeon opted to change the procedure and not use the diathermy function as originally planned. The case was completed without any injury to the patient.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. However, the reported system messages were observed in the event log. The us/diathermy control pcb and the communications cable were replaced as a diagnostic measure. Preventive maintenance was also performed at that time. The system was then tested and met all product specifications. The replaced parts are expected to be returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).